Manufacturer narrative:
Conclusion: surgeons often attempt to repair valves in lieu of replacing them due to improved long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. In this case, this patient's physician that this ring was explanted after placement due severe regurgitation following the repair, resulting from significant calcification along the native mitral annulus.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring, this ring was explanted and replaced. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information from this patient's physician that this ring was explanted after placement due severe regurgitation following the repair, resulting from significant calcification along the native mitral annulus. This ring, and the native valve, were replaced with a 31 mm mechanical valve. No other adverse patient effects were reported. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.